Event description:
Md explanted a defective mitral valve prosthetic device. Md feels the explanted device was defective. A baxter mitral valve was implanted, however the pt expired.

Event description:
Md implanted a baxter mitral valve in 2001. The implant had to be removed and replaced again. The physician feels the baxter mitral valve was defective. The pt expired.